Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the sjm trifecta valve was implanted. Approximately four years post-implant, the patient presented with elevated gradients and on (B)(6) 2016, the valve was explanted. The explanting surgeon reported that the valve was sutured with everting sutures when implanted and believed there was patient prosthesis mismatch (ppm). The valve was noted to have a fibrin clot under the annulus. A 19 mm tissue valve from another manufacturer was implanted.

Manufacturer narrative:
(B)(4). The results of this investigation concluded that circumferential fibrous pannus ingrowth extended to the inflow base of all three cusps and narrowed the inflow diameter. Fibrous pannus ingrowth was also observed on the outflow side on the base of cusp 3. A focal calcification was observed within the pannus on the base of cusp 1, and micro calcifications were observed in the base of cusp 3. A tear was observed along the base of cusp 2, and cusp 3 was retracted. No evidence was found to suggest the cause of the pannus, cusp tear, cusp retraction, and calcifications was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.